Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: a44610.

Event description:
It was reported that the patients leads migrated which resulted to patient experiencing inadequate stimulation. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads will not be returned since it was kept by the medical facility.